Event description:
It was reported that while preparing for an implant procedure and no incision was made yet, patients pulse oximetry dropped, and blood was coming from nose or mouth. Patient was flipped back on cart and airway was established. Pulse oximetry returned to normal levels. It was determined that the anesthesia was the cause of the drop. The patient was doing well, and the implant procedure was successful.